Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient implanted with a neurostimulator. It was reported that the battery "volume" dropped quickly in one year to 2.77v. No diagnostics, actions/interventions were taken, with it noted that the parameters remained consistent since therapy began. The issue was unresolved at the time of the report. There were no patient symptoms alleged and no further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturer representative (rep). It was reported that the cause of the previously reported event was unknown. No further complications were reported/anticipated.